Event description:
The m6 artificial disc site was extremely painful. I was simply sitting and I got up. I felt some extreme pain. I have been experiencing the same pain since. The m6 l is stuck and has no center of motion. FDA safety report ID# (B)(4).